Event description:
The consumer reported the patient experienced a loss/change of therapy. The therapy was confirmed to be off. It was reviewed for the patient to turn therapy on. The patient turned stimulation on and adjusted to a comfortable level. It was indicated the patient was doing real well and then all of a sudden, she had no control. This was a sudden change in therapy/symptoms that occurred (B)(6) 2016. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.